Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were stuck print jobs in the printer queue. A technical support specialist dialed into cii safe and found windows update is current. A technical support followed ka000013736 and applied all the settings accordingly and rebooted ciisafe. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported by the customer that a bd pyxis¿ cii safe printer was not printing delivery sheets. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.